Event description:
The report received from the affiliate indicated that, as the physician attempted to stent a 90% de novo lesion in the proximal lad, a 3.5x13mm cypher select plus stent was attached to an inflation device. Once he reached the disease area, then he tried to inflate cypher. However, it did not inflate, due to a leakage from the hub of the stent, because the hub was broken. The (type a) lesion was mildly calcified and 10mm in length.

Manufacturer narrative:
Please note that this device is not distributed in the united states, but belongs to the same class of devices as the u.s. Distributed cypher sirolimus drug-eluting stents. It is also available for testing and evaluation, but has not yet been received. Additional information has also been requested and will be submitted within 30 days upon receipt.